Event description:
It was reported that the pt was unable to hear any sound with their implant since 2003. Telemetry measurements were carried out but the result was either 'weak' or 'poor coupling to the implant'. The processor was replaced but the pt was still unable to hear. A CT scan was conducted 8 days later but no abnormal findings were noted.